Event description:
Reported blood glucose results of "200 mg/dl and 138 mg/dl" with the lifescan meter, performed within an unspecified time frame. The meter, test strips and control solution were replaced.

Manufacturer narrative:
Lfiescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.